Event description:
Device returned with no clinical data or oos report. Device interrogates in eri with a battery voltage of 2.77v.

Event description:
Device returned with no clinical data or oos report. Device interrogates in eri with a battery voltage of 2.77v.